Manufacturer narrative:
The reported event of no atrial output signal sent to the patient was confirmed. Analysis revealed that the a-setscrew had been screwed out of the connector block socket by the physician while making incorrect wrench insertions into the a-setscrew. With the setscrew out of the socket it can¿t be tightened onto the lead to transmit the atrial output to the patient. Lab testing verified the atrial output is normal with the signal being transmitted to the lead when the setscrew is correctly tightened down on the lead. No device electrical anomalies were found. The problem is related to the user¿s incorrect use of the torque wrench for tightening the setscrew.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker had no pulse signal after the right atrial lead was connected to the pacemaker. The pacemaker was not used and replaced during the procedure. The patient was stable.